Event description:
It was reported that the patient presented to the ICU due to syncopal episodes. Upon review, it was discovered that the pacemaker exhibited pacemaker mediated tachycardia. Programming changes were performed. The patient was in stable condition.